Event description:
A customer had a problem with a mahurkar dialysis catheter. The customer reports that a leak from the catheter was noticed, and therefore the catheter had to be removed and replaced. There was no patient injury.